Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt started sometimes hearing the sound of water drops, finally followed by no hearing at all with his ci. The external parts were checked. Testing shows that the device has malfunctioned. An accident or trauma is not known. The pt was reimplanted on (B)(6) 2011.